Event description:
It was reported that the ventilator pressure gauge was not working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was received. Upon visual inspection the front panel was noted as damaged. Functional testing could not verify any faulty gauges, the complaint could not be confirmed. The most probable root cause of the reported issue was user error or intermittent failure from impact to the device. As no fault was found a device history report (DHR) review was not completed. The device was services in september 2022 for preventative maintenance (pm). The manometer was replaced as a preventative action. Replaced MRI battery, sintered filter, and o rings for the pm. Replaced front panel. Performed pm, cleaned unit and affixed new service label. The device passed functional testing after the completed repairs.